Manufacturer narrative:
It was reported that a post deployment ooze was present at skin level and an x-ray showed the lock far from the vessel, which would be indicative of a tract deployment. Additionally, an ultrasound showed the manta in the tissue with the collagen and toggle outside the vessel. A surgical cut down to explant the manta revealed the toggle caught behind another vessel. The reporter stated that there may have been a formation of a hematoma prior to the manta deployment. The root cause of the ooze present at skin level was due to tract deployment . The tract deployment may have occurred due to a hematoma formation prior to the manta deployment causing the manta implant to be deployed at the incorrect deployment depth. The risk of failing to achieve hemostasis and access site complications leading to bleeding or surgical intervention have been identified as adverse events related to the deployment of vascular closure devices in the EU IFU. Risk documentation was reviewed, and tract deployment is a known risk. The severity of harm is ranked as a 4 based on a covered stent and surgical intervention was required. The occurrence rate of this type of incident remains below risk documentation acceptable occurence limit. The device history record could not be reviewed since no lot number was reported. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
This complaint is being reported because the patient required placement of a covered stent to preclude permanent impairment of a body function or permanent damage to a body structure after a procedure in which the manta vascular closure device was used. The EU IFU lists failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair as an adverse event related to deployment of vascular closure devices. An investigation has been opened to review risk documentation and case imaging. The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient. A follow-up report will be submitted upon completion of the investigation.

Event description:
A tavi was performed on (B)(6) 2019. The procedure sheath used had a 24f outer diameter. Puncture location depth was measured at 4 cm and deployment depth determined to be 5cm following addition of 1cm as per the EU IFU. Activated clotting time (act) prior to closure was <250 seconds. Following deployment of manta 18f vascular closure device at 5cm, an ooze was seen at skin level. An x-ray was performed that showed the lock was far from the vessel. A second advancement of the lock advancement tube was attempted, but the lock did not move. An ultrasound was performed which showed manta in the tissue of the patient and the collagen and toggle were clearly outside the vessel. Manual pressure was applied to the access site which did not result in hemostasis. A balloon was advanced to the iliac artery and inflated to control the bleeding. A small surgical cut down was begun to explant manta and close the access site, but when the surgeon cut down, it was reported that the manta toggle was "caught behind another vessel" and it was decided that there was less risk to the patient by leaving the toggle/collagen implant in the patient than to try to extract it. A covered stent was placed at the access site and good flow was restored. The implant is still in the patient. The patient is said to be fine following the procedure.